Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 225 mg/dl (aviva) and 85 mg/dl (nano). No adverse event reported. Return of the suspect device was requested for evaluation.